Event description:
It was reported to philips that system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse inspected the m-cabinet and found host pc was not booting and the hard drive on host pc was not functioning. The fse installed spare hard drive which resolved the reported issue temporarily. The fse confirmed that the hard drives for host and ippc needed replacements. To resolve the reported issue, the fse replaced hard drives and reloaded backups. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.